Event description:
It was reported during an atrial fibrillation ablation procedure, a perforation and a tamponade occurred. It appeared that the ablation catheter pushed through the pericardium towards the ventricle as ventricular signals were noted on the ablation catheter. The tamponade was recognized later due to a decrease in blood pressure. The left pulmonary veins were ablated (max 30w with 15 ml flow). After it was recognized, the procedure was aborted and a pericardiocentesis was performed. The catheter did not show any abnormalities during or after the procedure. The current status of the patient is unknown.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and it noted within the IFU.